Manufacturer narrative:
(B)(4). Leaving the patient line clamp closed in prime is a known cause of this alarm. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to open the clamp on the patient line to ensure proper priming. It provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a homechoice device experienced a system error 2240 (air in line/set) alarm. The patient was connected at the time of the alarm. This occurred during drain four of peritoneal dialysis therapy. During troubleshooting, it was discovered that the patient left the patient line clamp closed during prime. Proper procedures were reviewed with the patient. The technical service representative advised the patient to use continuous ambulatory peritoneal dialysis (capd) or start over with all new supplies to complete therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.